Manufacturer narrative:
This 3500a form is an identical copy of failed 3500a form submission, report number: 3009144-2024-00006 originally submitted on 04/03/2024. The original 3500a form failed at ack3 due to the following error: manufacturing number not valid. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
On (B)(6) 2024, the patient had a successful elective explant of her remede system due to pocket pain and ers after a fall. On (B)(6) 2024, the patient developed significant tenderness over the explant site with some swelling. On (B)(6) 2024, the patient presented to emergency department for pain and swelling was noted to have a hematoma. The patient hematoma was treated with a pressure dressing and she was given norco and dilaudid for pain. The patient hgb dropped from 12.6-8.6 and she was admitted overnight. Hgb stabilized and the patient was discharge on (B)(6) 2024.